Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was recalled due to poor detachment/dislodgement. The physician attempted 3 times to disconnect the coil using the instant detacher. The physician did not attempt to withdraw using another instant detacher. There was 1 attempt to manually separate the device via the hypotube. There were no defects with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient was involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient experienced no problems and no symptoms related to the non-detachment after the procedure. The procedure was completed successfully by replacing the device with a medtronic product. The cause of the non-detachment was not determined. No issues were encountered prior to the coil non-detachment, and no pushwire damage was observed after removal from the patient. It was clarified that poor dislodgement refers to the non-detachment of the axium coil. It was noted that there was a similar event in the past.